Event description:
Ous MDR - the case involved: an stenosis in the anastomosis a. Radialis/ptfe shunt. During the second dilatation of the shunt, the balloon ruptured. The proximal part of the balloon could be removed through the 4-f valve. The distal part remained on the guide wire.

Manufacturer narrative:
The distal part remained on the guide wire and had to be removed surgically. An inflation device was not used, the applied pressure was not monitored. The returned instrument was divided into two parts, the balloon was torn along its circumference. The front part consisted of the distal balloon part (30mm) and the 125-mm long guide wire lumen connected to it, which was torn off at its proximal connection. The back part consists of the proximal balloon part (50 mm) and the remaining catheter connected to it. The front balloon part was severely compressed when delivered. It can be assumed that the damage development began with a pressure overload of the balloon, which lead to a circular failure appearance of the balloon. Next, the physician probably attempted to retract the instrument through the 4-f valve causing the balloon to get stuck at the tip of the valve. Subsequently, the instrument was probably mechanically overburdened during the attempt to retract it through the 4-f valve. Angiographic image material for the analysis was not provided to us as requested. Based on the provided info and our investigation results, we assume that the pressure overload of the balloon, due to not using an inflation device, is most likely to be regarded as the cause. The instructions for use of the passeo-18 indicates that you must dilate the balloon with an inflation device, using pta standard techniques. This was not followed by the user. The pressure applied to the stenosis was not monitored.